Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery alarm test could not be performed due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked display window and cracked belt clip slot.

Event description:
It was reported that the customer had 2 motor error alarms on the insulin pump. Customer stated that the alarms occurred a few days ago, but the pump has been fine since then. Alarm occurred during bolus. Customer's blood glucose level was 5.0 mmol/l. Customer does not wear sensors. Customer was advised to come off the pump. Customer is going to test their blood glucose level every hour. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.